Event description:
Pt revised to address osteolysis and polyethylene wear.

Manufacturer narrative:
The products were not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported event without the products to examine; however, polyethylene wear for devices implanted for approximately nineteen years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.